Event description:
It was reported that the physician had difficulty inserting the device. The catheter separated and a minor cut down was performed to remove a portion of the catheter. There were no pt complications.